Manufacturer narrative:
Concomitant medical products: product ID: (B)(4), product type: recharger. Product ID: 3998, lot# la9556, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
(B)(4). Information received from a consumer reported a loss of therapy. The consumer was to have a revision surgery on (B)(6) 2015 to have the implantable neurostimulator and leads replaced. The reason for this was stated to be that the consumer had not been having as good of pain relief or getting pain relief where she needed it so they were going to do the whole thing over and implant leads with more electrodes as her current lead had six electrodes. It was noted that they would also be replacing the battery because the current one was not holding a charge as well as it used to. The consumer had to charge once every four days but she then stated that she believed this was expected because her amplitude is at 10 and she kept it turned on all the time. The consumer also reported that her recharging belt broke on (B)(6) 2015 which made it difficult to recharge because she had to hold the recharger antenna in place. The loss of therapeutic effect occurred during use in 2012. The battery not holding a charge as long began in (B)(6) 2015. A replacement belt was ordered. The consumer's indication for use was noted to be failed back surgery syndrome.